Event description:
Resident was being transferred from bed to wheelchair using a marisa lift; she was being turned and the clip for the sling came off or slipped out. The resident tumbled from the lift where she re-injured her right hand and knuckle. No other info was given about the injuries other than no treatment was administered and that the pt was not admitted to the hospital.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh (registration #1419652) on behalf of the MFR arjo hospital equipment (B)(4) (registration #9611530). Please note that this product is no longer mfg and previous medwatch reports for this product may have been submitted for the mfg site arjo med. (B)(4). Additional info will be provided following the conclusion of the manufacturer's investigation.